Event description:
Patient was revised to address pain and elevated metal ion levels.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
Additional narrative: depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 2/22/2016: litigation received. Litigation alleges discomfort and inflammation. A correct doi was provided. There is no new information was provided will change the existing investigation. This complaint was updated: 2/24/2016.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 6/8/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported decreased range of motion, limited mobility, increased risk for future surgeries, metal toxicity, no longer able to stand for long periods of time without pain and swelling, unable to walk long distances with use of walking poles, grocery carts or holding husband's hand. Medical records reported leg length discrepancy with left shorter than right, patient has feeling of hip "slipping" out of place but no reports of dislocation or instability, acetabular cyst above the cup and cortical thickening at the end of the stem. Lab result report for metal ions were less than 7 parts per billion. Pathology results reported fragments of dead bone and chronic inflammation

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).